Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter has a damaged case. This complaint is documented according to the documentation of the customer care advocate (cca). Reportedly, after the patient's daughter ran over the subject in the driveway, he was not able to test his blood glucose for about one and a half week. Four days prior at 9pm, the patient reportedly had low symptoms described as "lightheadedness, sick to his stomach," which caused him to fall out of his car and injured his thumb. The patient indicated that he took his usual diabetes medication of glipizide and metformin as a result of the reported issue. However, the patient did not receive any medical intervention due to the reported issue. The reported issue was not resolved with training. This complaint is being reported because the patient claimed that he had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.